Event description:
Intended use: bact/alert® sn culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for the recovery and detection of anaerobic and facultative anaerobic microorganisms (bacteria) from blood and other normally sterile body fluids. Issue description: a notification was received from biofire that they had received a customer complaint (from the USA) of a potential false positive result for haemophilus influenzae for the bcid2 panel after the sample was incubated in a bact/alert sn (plastic) bottle (reference 259790, lot 0001061496, expiration date 20-feb-2025) with patient sample. This complaint is related to the complaint (B)(4) (same customer, same issue, same product reference, batch number 0001061620, sample from patient 1) and to the complaint (B)(4) (same customer, product reference biofire bcid2 panel, 30 tests - rfit-asy-0147, false positive result haemophilus influenzae). The customer reported false positive haemophilus influenzae results for bcid2 panel using bactalert bottles, as summarized below for patient 2: 67 yo male, chest pain and shortness of breath. Customer has reported that the initial run reported haemophilus influenzae as detected with late fluorescence. Also reports staphylococcus aureus and staphylococcus epidermidis with robust and moderate fluorescence respectively. The second pouch was the same for the two staph species but haemophilus influenzae was not reported as detected. However, there is indication in this pouch of some activity in the assays for the detection of haemophilus influenzae which indicates that the dna is present in the sample but at a very low concentration, certainly below the limit of detection of the assay. In the third and last pouch for patient 2, the staphylococcus aureus and staphylococcus epidermidis assays fluoresce robustly in both assays with zero indication of any activity in the assay to detect h. Influenzae. It was reported that bcid2 result obtained for the haemophilus influenzae was not reported to physician. Patient care was not affected by the biofire results (no patient harm or delay was caused). The bact/alert bottle is a qualitative test, detecting the presence or absence of an organism, the bottle functioned as intended in signaling positive for the organism that was present. There is a possibility of the presence of nucleic acids from non-viable microorganisms in the media used in the bact/alert bottles. The presence of nucleic acids from non-viable microorganisms, alone, will not cause the bact/alert bottle to flag as positive for growth as the organism is not viable and cannot grow in the bottle. The physician should use all information available on the patient to interpret the biofire® filmarray® bcid2 panel results accordingly. The presence of nucleic acid from non-viable microorganisms in the media, not from the patient sample, is a possibility that must be considered when interpreting the biofire® filmarray® bcid2 panel results. According to biomérieux global customer service analysis, the blood culture performed as expected. There was no haemophilus influenza on the gram stain or subculture. The bcid2 result was false positive. An investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a potential false positive result for haemophilus influenzae for the bcid2 panel after the sample was incubated in a bact/alert sn (plastic) bottle (reference 259790, lot 0001061496). Investigation: root cause analysis and conclusion: based on the evaluation of manufacturing, quality control biofire® bcid2 panel testing, and the information provided by the customer, the two most probable root causes for nucleic acid interference with bact/alert® sn culture bottles pertaining to complaint (B)(4): patient sample did contain the organism or nucleic acids, or/and cross contamination or contamination of the lab environment with the organism. The bact/alert® sn culture bottle was determined to have ¿detection¿ of haemophilus influenzae with biofire® bcid2 molecular test panel. Samples from the positive bottles were tested with gram stain and subculture. The patient¿s gram stains resulted with gram positive cocci in clusters (gpccl). Subculture grew organisms identifying with gpccl (e.g., staphylococcus spp., s. Aureus and staphylococcus epidermidis). Haemophilus influenzae (gram negative coccobacillus bacteria) was not a result of the above series of tests and did not grow in the any of the subcultures; therefore, contributing to the false positive bcid2 results. A single root cause was not determined, but there are some most probable root causes that could attribute to the bcid2 false positive results; patient sample did contain the organism or nucleic acids, cross contamination by the user, environmental contamination of material and/or testing surfaces at the time of the bcid2 testing. The most likely root cause of the h. Influenzae discrepant result was due to sensitivity/specificity differences between the biofire® bcid2 panel and traditional culture testing within a polymicrobial specimen. The probable root cause was not related to the bact/alert culture bottle. The source of the h. Influenzae interference results are unknown; however, the bottles are non-sterile and there are no viable organisms in the bottles. The high temperatures do not eliminate the remnants of non-viable organism dna from the bact/alert products that can be potentially detected by molecular biofire® bcid2 products. Retains: on 17sep2024, bottles were taken to the durham quality control department for additional testing that consisted of bcid2 panel testing. Retained bottles for bact/alert® sn culture bottle lot 0001061496 were tested with the biofire® bcid2 panel (blood culture identification 2 panel). This panel includes the organism haemophilus influenzae. All retained bottle results were ¿not detected¿ for all targets. Returned products and testing: returned bottles from the customer were not required for determining root cause of this investigation. Device history record and complaint trends: device history record reviews of the manufacturing records for bcid2 results for the sn bottle lot were conducted and confirmed there was ¿no detection¿ for haemophilus influenzae within the sn bottle lot prior to release. Queries for manufacturing deviations and complaint records showed no adverse trend for nucleic acid interference. No similar complaints were received for this sn bottle lot number, and no other complaints for the molecular target of haemophilus influenzae have been received up to the closure of this investigation. Conclude product compliance to specification/performance: there is no evidence of any bottle malfunction with the bact/alert® sn culture bottle lot. The bact/alert bottles detected organism growth as intended. Bcid2 testing is being conducted on designated raw materials and samples representing all media bulks for the fill lots for bact/alert products prior to release of lots. Advice and recommendations for customer: the investigator reviewed the instructions for use [IFU] for bact/alert bottles and bcid2 panel. Important points to consider are summarized below: all positive bact/alert bottles should be accompanied by gram stain and subculture results as per IFU. The presence of non-viable organisms does not compromise the intended function of the blood culture bottles. Bcid2 panels are polymerase chain reaction (pcr) tests which cannot detect the difference between viable and non-viable organisms. In some cases, the gram stain result and results from the biofire bcid2 panel may be discrepant (for example, detection of gram-positive cocci by the biofire bcid2 panel when gram-positive cocci are not observed in the gram stain). In these cases, the biofire bcid2 panel results should be confirmed (e.g., by culture) before reporting, unless the result is concordant with other laboratory, epidemiological, or clinical findings. Sample-to-sample contamination can occur due to organisms surviving for days on frequently touched surfaces (e.g., cell phones, light switches, doorknobs, lab coats). Consult the bcid2 IFU for preventing organism contamination and preventing amplicon contamination by the user. Direct the customer to the limitations section in the bcid2 IFU: ¿if four or more distinct organisms are detected in a specimen, retesting is recommended to confirm the polymicrobial result.¿